Manufacturer narrative:
Two devices were received for evaluation. The reported device was not identified. The issue could not be duplicated on either device. Both devices were tested with a scissor tip and were found to function as intended. The component of the devices was also inspected to the print and met our current specifications. A device history review was conducted with no issue noted. Unfortunately, it cannot be readily determined why the tip came off of the handle, but it is possible the tip was not properly assembled to the handle before the procedure. Please reference the instructions for use (IFU) for proper assembly instructions. Additional lot#: e07. Additional device manufacture date: 05/2007.

Event description:
During lap surgery - tip came off of handle. Additionally, account stated the scissor tip came off during the front end of a lap chloe procedure. The physician was cutting the artery close to the gallbladder when the scissor tip fell off inside of the patient. A grasper was used to go in and remove the scissor tip. The physician completed the case without further incident.